Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a thoracic surgery on (B)(6) 2013 and suture was used to close the port site. During knotted suturing at the muscular wall the needle broke at the swage. The needle piece was retrieved and there was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): a needle that broke in the body torwards the attachment end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.